Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) patient site ID (B)(6). It was reported that on 15 april 2025, a mitraclip procedure was performed to treat degnerative mitral regurgitation (mr) grade 4+. Two mitraclip xtw were implanted without reported issues, reducing mr to grade 1+. Mr remained grade 1+ at discharge. At follow up appointment on 04 june 2025, the patient had developed severe recurrent mr. No treatment or symptoms were reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effect of recurrent mr and dyspnea, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: h6 health effect - clinical code: 1816 dyspnea.

Event description:
Subsequent to the previously filed report, additional information was received at follow up appointment on (B)(6) 2025, the patient had developed severe recurrent mr. Patient was experiencing dyspnea. There was no indication of progression of disease. No treatment was reported.